Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The de-novo target lesion was located in the moderately tortuous left anterior descending (lad) artery. Access was obtained through the radial artery. First, the lesion was predilated with a 3.0x20 apex balloon. Next, a promus element 4.0x38mm stent delivery system (sds) was advanced but was unable to position despite repeated attempts using various strategies. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "stable". However, analysis of the device revealed the stent was damaged and had moved on the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system (sds) revealed that the stent moved distally on the balloon and it was damaged. The proximal edge of the stent was 15mm distal to the proximal markerband. Stent struts were misaligned throughout the stent. Further examination found that the midshaft and hypotube were kinked along their entire length. The balloon and tip sections of the device were examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The device was returned inserted through a non-bsc guide catheter. There was solidified contrast media present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).